Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported it was not possible to adjust the valve. After checking the indicator tool, the adjustment tool does not adjust to the desired valve value, therefore, the valve was revised/replaced. The patient did not experience any symptoms.

Event description:
N/a.

Manufacturer narrative:
Certas tool kit was returned for evaluation: DHR - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - minor damage to the pivot pin was noted during the review. The unit passed in all directions except for in the vertical mode for programming. The supplier noted that the unit would be rejected at final inspection in this condition. The supplier also notes that while the results are somewhat inconclusive, that the damage to the pin within the unit could have contributed to the failure of the unit to program, and cause that lack of sensitivity. Based on the analysis conducted, the complaint could be confirmed. Root cause - the complaint was confirmed in the complaint investigation. Per the supplier, the potential root cause is the pivot pin sustaining minor damage, most likely from being dropped. Currently the complaint issue does not represent an adverse trend, however the issue will continue to be monitored and trended through the complaint evaluation process.

Manufacturer narrative:
Unique device identifier (UDI) : (B)(4). The valve was not returned for evaluation therefore, an evaluation of the device could not be performed. Serial number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.